Event description:
It was reported that the patient experienced weakness. The right atrial (ra) lead exhibited oversensing, undersensing, possible far field r-wave (ffrw) oversensing and hidden p wave. It was further reported that the right ventricular (rv) lead exhibited a fracture. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.